Event description:
Sales rep, who was present at surgery, reported problems with a drill bur. The bur broke, and the tip couldn't be removed from the bone. The operation was finished with another bur. No other adverse consequences reported.

Manufacturer narrative:
Na